Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited increased charge times which worsened after two manual capacitor reformations were completed. This ICD was scheduled for replacement and will be returned for analysis.